Event description:
It was reported by service report that the foot right side rail would not lock in the high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking bar inside siderail unscrewed from pivot shoulder.